Event description:
Following was reported to gore: on (B)(6) 2020, the patient underwent a gastrectomy for gastroptosis. During the procedure, it was suspected that there were bleeding and pseudoaneurysm at the ligated portion of the left gastric artery and splenic artery. Therefore, two overlapped gore® viabahn® endoprosthesis with heparin bioactive surface was placed from the celiac artery to the common hepatic artery. It was realized the device was occluded by thrombosis during the procedure. Thrombus aspiration and flushing heparin were performed. The patient tolerated the procedure. Regarding the cause of occlusion, the physician reported that the blood flow between aorta and the celiac artery might have been blocked when a guiding sheath was inserted into the celiac artery due to severe calcific stenosis was located at the origin of the celiac artery, and the blood flow inside the device had become stagnant. Also heparinization was not performed during the procedure might be a remote cause of the occlusion.

Manufacturer narrative:
Gore® viabahn® endoprosthesis serial (B)(6) ; UDI #(B)(4). Gore® viabahn® endoprosthesis were overlapped and implanted in same anatomical location.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting. Review of the manufacturing records indicated the device met pre-release specifications for the gore® viabahn® endoprosthesis (serial #(B)(6); UDI # (B)(4). Gore® viabahn® endoprosthesis that was overlapped and implanted in same anatomical location.